Event description:
It was reported that the intraocular lens (iol) had patient contact and haptic broke off. It is unknown if the lens had been inserted or not. No further information was available.

Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. Other: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a2: age/date of birth: 75 years, (B)(6) 1946. Section a3: gender: male. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 28, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Only two detached haptics and a non-jnj cartridge were received. No further issues were identified. Only select jnj cartridges and inserters validated by jnj (referenced in the dfu) should be used with tecnis monofocal lenses.the complaint issue "dc-haptic detached" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.